Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) caused inappropriate shocks due to inappropriately detecting sinus tachycardia. The patient's oral medications were adjusted. The device is still in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.